Event description:
The pt's attorney contacted the MFR alleging, in 1988, pt had reconstructive pelvic surgery from injuries received in a car accident, after surgery, pt suffered from pelvic abscesses. In 1994, it was recommended that a morphine pump be implanted. After two months, the pt returned for a refill of the morphine pump. The hcp examined pt and was unable to find the pump's porthole... The pt was x-rayed and the hcp discovered that the pump was turned over and filled. Two months later, the hcp inspected the pump and discovered the pump was not functioning properly... Pt was told the tubing in the pump was twisted. The hcp inserted a second pump, he did not reinstitute antibiotic medication. Shortly after the second pump was inserted, the pt became infected, with fluid running out between the pump clamps. At the hosp, this condition was treated by stitching the opening shut. The pt died in 2001 due to complications arising from the placement of a line to effectuate antibiotic therapy.